Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h6, h10. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: zone of circumferential periprosthetic lucency surrounding the cement throughout the imaged humerus, extending from the level of the humeral neck to the diaphysis and seen circumferentially. Hardware and cement otherwise intact. No fracture of the bones detected. Fit and alignment appear normal. Bone quality appears normal. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-02209.

Event description:
It was reported by the (B)(6) that a patient underwent a left shoulder hemi arthroplasty on an unknown date. Subsequently, the patient was revised due to sepsis. A tm humeral stem with a bf offset humeral head were explanted. Attempts have been made and additional information on the reported event is unavailable at this time.